Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Approximately halfway through the procedure, the catheter was not locating properly. Carto displayed an error indicating that the map catheter was out of range. Catheter was replaced and issue resolved. Troubleshooting led to a 10 minute delay. At the end of the case, a tamponade was identified. Pericardiocentesis yielded a small amount of fluid. Physician's opinion regarding the cause of the adverse event is that he does not believe it to be related to the catheter, as the catheter-related error code occurred much earlier in the procedure.

Manufacturer narrative:
Patient was diagnosed for two different morphologies of ventricular tachycardia. After procedure one site was successfully burned, the other morphology of ventricular tachycardia remained. Cardiac tamponade occurred after the procedure was finished. Patient was required extended hospitalization and fully recovered now. Physician commented that adverse event was procedure related and patient-condition related; he was burning in an apical possible aneurysmal area which could have caused the pericardial effusion. Patient had a large area of low voltage tissue that can cause thinning of myocardial wall in that area. Extensive scar tissue in left ventricle that might have contributed to the event.